Event description:
It was reported that used for a patient transferred from the emergency department to the ward. After four hours, only 100 ml of urine had been drained; upon checking the diaper, a large amount of urine was found to have leaked. When checking the fixed water level, it had not dropped at all. Upon removal, the balloon was found to have ruptured.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.